Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. It was noted on a per form dated (B)(6) 2014 that the lead was scheduled for revision due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).